Manufacturer narrative:
Product analysis: analysis determined that the external pulse generator (epg) had an intermittent power issue at bench test so the main printed circuit board (pcb) was replaced as a preventative the epg passed all visual inspection. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for test and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.